Manufacturer narrative:
(B)(4). A service history review was performed revealing the device has been previously sent into service for the reported condition of "false occlusion?," and the pumphead door assembly was replaced. Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was confirmed during product evaluation. This condition was caused by the channel a door latch assembly and the channel b door assembly both being broken. The channel a door latch assembly and channel b door assembly were both replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. It is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.